Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 16ga 1.16in (1.7 x 30 mm) experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: customer reported that fm on the needle tip was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 16ga 1.16in (1.7 x 30 mm) experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: customer reported that fm on the needle tip was found.